Event description:
The customer stated that her blood glucose readings had been higher than usual. She performed control tests while troubleshooting and received a result of 472 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new contour meter were sent to the customer.